Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a continu-flo blood/solution set in which the male end of the set was slipping out and not forming a good seal at the connection was confirmed during sample evaluation. Upon visual inspection, no obvious defect was found. Luer gauging was conducted and found the two piece luer body failed this test which indicates the two piece luer body was too small. The assignable root cause of the reported condition is due to a mold insert undersize/ over size and inspection performed during mold start-up and in-process failed to detect the nonconformance. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
A customer reported to baxter (B)(4) of a continu-flo blood/solution set in which the male end of the set was slipping out and not forming a good seal at the connection. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.